Event description:
A report was received that the patient¿s ipg site wound had opened up and was draining bloody pus. The patient was treated with antibiotic. The patient was seen by the physician and the wound had improved. The physician believed the infection was procedure related.